Event description:
The customer reported intermittent fast stop activated error messages. This causes the system to shutdown. Rebooting restores imaging functionality. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.